Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt was experiencing charging difficulties and pain at the top of the ipg site. The pt underwent a pocket revision surgery where the pt's pocket site was moved to the front. The pt is reportedly doing well.